Event description:
Patient was revised to address pain. The surgeon found that the tibial tray had become loose at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical operative records were provided. Review of the supplied medical records did not confirm the reported device loosening. The investigation could not draw any conclusions about the reported event based on the available information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.